Event description:
It was reported that during a laparoscopic colon procedure, the scissors had worked for 5 minutes. Afterwards, the generator signaled "instrument error" and the scissors did not work anymore. The operation was finished with a new device. There was no adverse consequence to the pt.